Manufacturer narrative:
All available information was investigated, and no functional testing/analysis was performed as there were no reported issues related to the functionality of the sgc. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported perforation could not be conclusively determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted a mitraclip was previously implanted and this procedure was performed to treat the recurrent mr. One clip was successfully implanted, reducing mr to a grade of 1-2. However, after removal of the steerable guide catheter (sgc), an atrial septal defect (asd) was observed. No treatment was performed, and the procedure was discontinued. There was no clinically significant delay in the procedure.